Manufacturer narrative:
Device is combination product.

Event description:
It was reported that dissection occurred. A percutaneous transluminal coronary angioplasty was being performed. The target lesion was in the left anterior descending artery. This 16 x 3.50 promus elite drug eluting stent was advanced; however, a dissection occurred. The dissection was treated with a different device. No patient complications were reported, and the patient status is stable. It was further reported that the left anterior descending artery was completely occluded, 12x3.5mm in length, with no significant bend in the lesion. The 16 x 3.50 promus elite drug eluting stent was implanted in the lad, where the dissection was also located.

Manufacturer narrative:
Device is combination product.

Event description:
It was reported that dissection occurred. A percutaneous transluminal coronary angioplasty was being performed. The target lesion was in the left anterior descending artery. This 16 x 3.50 promus elite drug eluting stent was advanced; however, a dissection occurred. The dissection was treated with a different device. No patient complications were reported, and the patient status is stable.